Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma- alcl suspected and fluid surrounding implant.

Event description:
Healthcare professional reported patient that tested positive for alcl on right side. The device has been explanted. Pathology markers were not provided. Healthcare professional additionally reported 20ml fluid surrounding implant.